Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Customer¿s wife states that customer had 20 other medications (aside from the insulin). Customer¿s wife states she does not know what those medications were, and does not have list with her. No other medical devices besides pump and meter.

Event description:
The patient's wife reported the patient had a hyperglycemic event for which he was admitted to the hospital. She stated he died while being treated with intravenous insulin. The patient was having hyperglycemic symptoms and increasing blood glucose, values from 300 mg/dl to 400 mg/dl to over 600 mg/dl, during the day. He was also having difficulty breathing. The wife stated that the patient was giving himself boluses through the infusion device to attempt to self- treat for the blood glucose results, but the wife does not believe insulin was being delivered into his body. The patient's wife took the patient to the hospital due to high blood glucose readings and the difficulty of breathing. The blood glucose result of a lab test when he was admitted to the hospital was 1100 mg/dl. The patient was given an insulin IV. The patient's wife stated that he was given other treatment while he was there, but she does not remember what it was, as it was all very sudden. While being treated, the patient stopped breathing. The patient then passed away. After the original call, the customer's wife noticed insulin leakage and condensation inside the cartridge compartment. Wife stated that the insulin leakage amount was approximately half the cartridge volume. Wife is attributing the customer's high blood glucose readings to this leakage. The official cause of death was not provided. No additional information is available. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
Sections have been corrected to accurately describe the reportable event.

Manufacturer narrative:
The functionality of the vibrator was tested and the test result was ¿failed.¿ r&d was involved to comment on this observation. ¿the test limits of the vibrator frequency are specified limits which are only relevant for the production process. The test parameters are only chosen to ensure a similar performance of the vibrators build in pumps. Slight deviations like in the present case after a specific time of pump usage (here 147 days) are expected variations. Root cause for this variation is the grease which is added for lubricating purposes and which results in a time dependent manner in a slight variation of the initial frequency. This variation does not bear any risk as it is not noticeable for the customer.¿ the pump works as intended. Until the hospitalization of the customer the pump delivered the basal insulin correctly. The boluses were correctly delivered by the pump.